Event description:
It was reported during the implant attempt that the leads measures >9,999 when fully inserted into the device. A new device was used and impedance measurements were normal. There were no reported patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed, and no anomalies were found.